Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited oversensing. The patient did not receive any inappropriate therapy as a result of the oversensing. The physician elected to cap and replace the right atrial lead on (B)(6) 2017. The patient's condition was good before, during and post procedure.